Event description:
A home patient (hp) contact baxter (B)(4) regarding a low drain volume alarm that occurred on the homechoice (hc) machine during initial drain. The hp stated that there was air in the patient line. (B)(4) assisted the hp with ending therapy and advised the hp to start over with new supplies. (B)(4) followed up the hp who confirmed having notified her nurse of the incident and that therapy has continued without further issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume that occurred during initial drain was not confirmed due to a lack of sample. The cause was determined to be the result of air in the patient line. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.